Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced an incorrect electrode position. A CT scan revealed electrode contacts outside of the cochlea. On (B)(6) 2020, the recipient underwent repositioning surgery, however, there was difficulty inserting due to granulation in the middle ear cavity. The surgeon then decided to explant the device. The recipient's device was explanted. The recipient will be reimplanted. The recipient is doing well.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed cuts in the silicone on the top cover and also that the fantail was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.